Event description:
Report received from the USA stating that there was a "hole in th hose". The event did not occur during surgery. There were no user or patient injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).